Manufacturer narrative:
The exact date of the event is unknown, event occurred eight months ago.

Event description:
It was reported that the patients ipg was unoperable. The patient underwent an ipg replacement procedure for an alpha ipg. The explanted device will not be returned.